Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion. The device remains in use and replacement was suggested. No patient complications have been reported as a result of this event.

Event description:
It was later reported that the device was removed.

Manufacturer narrative:
Evaluation summary (B)(4): the device was returned and analyzed and analysis revealed normal depletion that meets 80% of expected longevity.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.